Event description:
Event description cpi received an out-of-service form from a hospital indicating that this implantable pulse generator (ipg) and two pacing leads were removed from service due to contamination.